Event description:
It was reported that the right atrial (ra) lead exhibited variable lead impedance measurements triggering a lead safety switch (lss) due to high out of range pacing impedance measurements of greater than 3000 ohms. The right ventricular (rv) lead had previously exhibited high out of range pacing impedance measurements. Oversensing of the minute ventilation signal was observed on both the ra and rv channel disabling the signal artifact monitoring feature. Inappropriate episodes were also noted on both ra and rv channels due to noise when in unipolar configuration. The oversensing le to pacing inhibition. The rv lead also exhibited high threshold measurements. Boston scientific technical services (ts) was consulted and discussed possible reasons for impedance issues and noise on both leads. Subsequently a revision procedure was performed where both leads were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the complete lead was returned with the helix extended and slightly bent. There was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer and inner conductor coils had a break approximately 158 to 170 mm from the terminal end. The outer insulation in this area was buckled/bent and twisted within this region. All inner insulations are torn completely apart at approximately 157 mm from the terminal pin. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis determined the location of the damage would likely have been located in or near the pocket area. However, depending on the person's size, it may have been in the clavicle/first rib area. Analysis concluded that the clinical observations of impedance issues, noise and oversensing along with pacing inhibition were likely caused by the confirmed fracture.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right atrial (ra) lead exhibited variable lead impedance measurements triggering a lead safety switch (lss) due to high out of range pacing impedance measurements of greater than 3000 ohms. The right ventricular (rv) lead had previously exhibited high out of range pacing impedance measurements. Oversensing of the minute ventilation signal was observed on both the ra and rv channel disabling the signal artifact monitoring feature. Inappropriate episodes were also noted on both ra and rv channels due to noise when in unipolar configuration. The oversensing le to pacing inhibition. The rv lead also exhibited high threshold measurements. Boston scientific technical services (ts) was consulted and discussed possible reasons for impedance issues and noise on both leads. Subsequently a revision procedure was performed where both leads were explanted and successfully replaced. No additional adverse patient effects were reported.